Event description:
A customer contacted beckman coulter inc. (Bci) in regards to "cc cuvette not dry" error and "reagent delivery subsystem motion error" observed on unicel dxc 660i synchron access clinical system. While inspecting the instrument, the customer found a liquid leak under the cartridge chemistry sample probe. The customer reviewed the previous patient results and found a glucose result of 13 mg/dl. The result was not reported out of the laboratory. Repeat testing performed on the same sample an hour later produced a glucose result of 168 mg/dl. Subsequent test on the patient's newly drawn sample produced a glucose result of 145 mg/dl. No other assays or patient samples were affected. There was no death, injury, or change to patient treatment associated to this event. Qc results of the past one month showed all results within the established 2 sd ranges. The field service engineer (fse) performed a reagent probe level sense test and probe a failed. The fse replaced level sense bead for the probe. Service activity performed was verified per established procedures and the results met published performance specifications. Failure mode appears to be the level sense bead.

Manufacturer narrative:
Level sense bead.